Event description:
A system operator reports the laser stopped firing twice during a procedure. The system operator reset the system and the surgeon was able to complete the procedure. During follow-up, a technician stated the surgeon does not feel the pt was harmed or injured.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting on event day. This MDR filling is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) was not able to reproduce the reported problem; however, the event was identified in the surgery database. The tm performed a successful system verification. No parts were replaced or returned for evaluation. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.